Event description:
The insulin pump alarmed during basal delivery. The blood glucose reading is 270 mg/dl. Customer treated with manual injection. Customer stated that the alarm occurred shortly after a new battery was inserted. Explained to customer that the insulin pump experienced an unexpected restart. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.